Manufacturer narrative:
Follow-up received on 18-apr-2018. The ptc investigation result was provided. (B)(4). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had vaginal bleeding. She had an endometrial ablation and her physician suggested a hysterectomy. Vaginal bleeding. This event was considered serious due its medical importance and listed in the reference safety information for essure. Considering that essure may cause bleeding and that in this particular case, there is a compatible temporal relation and no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident due to required intervention (endometrial ablation). The reporter mentioned a serious injury but did not specify it to an event. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age consumer via regulatory authority (case# mw5060080) in united states on 11-mar-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Since 2014, she had uncontrolled vaginal bleeding, left side abdominal pain and recurrent vaginal bacterial infection requiring frequent antibiotics. She did a surgery endometrial ablation in 2014. Her gynecologist is suggesting hysterectomy. She was taking flagyl 500 mg bid twice a month for 10 days. The reporter considered she had a serious injury (medically important, hospitalization and disability/permanent damage) but did not specify it to one of the events. Follow up information received on 30-mar-2016: no further information was provided despite follow up attempt. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had vaginal bleeding. She had an endometrial ablation and her physician suggested a hysterectomy. Vaginal bleeding. This event was considered serious due its medical importance and listed in the reference safety information for essure. Considering that essure may cause bleeding and that in this particular case, there is a compatible temporal relation and no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident due to required intervention ( endometrial ablation). The reporter mentioned a serious injury but did not specify it to an event. A product technical complaint analysis is being sought. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA/ maude, reference number: mw5060080) on 11-mar-2016. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("uncontrolled and irregular vaginal bleeding"), systemic lupus erythematosus ("lupus") and colitis ulcerative ("auto-immune inflammatory disease-colitis ulcerative") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hematometra, deep vein thrombosis, malignant neoplasm of cervix uteri, vaginitis, latex allergy (hives (moderate)), drug allergy, nickel sensitivity and drug allergy (sob (moderate)). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria hospitalization, disability and intervention required) and menorrhagia ("menorrhagia"). In 2014, the patient experienced bacterial vulvovaginitis ("recurrent vaginal bacterial infection / bacterial vaginosis") with vaginal discharge. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced cystitis ("acute cystitis"). In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant) with abdominal pain. In (B)(6) 2017, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced rash ("rashes"), nausea ("nausea"), dyspareunia ("painful intercourse female"), urticaria ("hives") and abdominal pain lower ("left lower quadrant abdominal pain"). The patient was treated with antibiotics, metronidazole (flagyl), metronidazole (metrogel), ceftriaxone (rocephin), doxycycline hyclate, diphenhydramine hydrochloride (benadryl), surgery (laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (endometrial ablation in 2014). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, colitis ulcerative, bacterial vulvovaginitis, nausea, urticaria, dysmenorrhoea, tooth disorder and abdominal pain lower outcome was unknown and the vaginal haemorrhage, rash, menorrhagia and cystitis had resolved. The reporter provided no causality assessment for bacterial vulvovaginitis and vaginal haemorrhage with essure. The reporter considered abdominal pain lower, colitis ulcerative, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, rash, systemic lupus erythematosus, tooth disorder and urticaria to be related to essure. The reporter commented: she had a serious injury (medically important, hospitalization and disability/permanent damage) but did not specify it to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain, dysmenorrhea quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Events menorrhagia, hives, acute cystitis, dysmenorrhea, vaginal discharge, auto-immune inflammatory disease-colitis ulcerative, lupus, tooth disorder, abdominal pain lower and events outcome added. Reporters and lab data were added. Concomitant conditions and treatment drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("uncontrolled and irregular vaginal bleeding"), systemic lupus erythematosus ("lupus") and colitis ulcerative ("auto-immune inflammatory disease-colitis ulcerative") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia. Concurrent conditions included hematometra, deep vein thrombosis, malignant neoplasm of cervix uteri, vaginitis, latex allergy (hives (moderate), allergic reaction to analgesics, nickel sensitivity, drug allergy (sob (moderate), antiphospholipid syndrome, ulcerative colitis, genital bleeding and lupus syndrome. Concomitant products included diazepam (valium), diclofenac, dicycloverine (dicyclomine), diphenoxylate, enoxaparin, gabapentin, hydrochlorothiazide, hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), lidocaine, lisinopril, medroxyprogesterone acetate (provera), ondansetron, oxycodone, prednisone, promethazine, tramadol and tramadol hydrochloride (ultram). On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced vaginal haemorrhage (seriousness criteria hospitalization, disability and intervention required) and menorrhagia ("menorrhagia"). In 2014, the patient experienced bacterial vulvovaginitis ("recurrent vaginal bacterial infection / bacterial vaginosis"). In june 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In december 2014, the patient experienced cystitis ("acute cystitis - infection (bladder/ urinary tract/ vaginal)"). In 2015, the patient experienced tooth disorder ("dental problems") and hypersensitivity ("allergic or hypersensitivity reaction"). In march 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant) with abdominal pain and autoinflammatory disease ("autoimmune inflammatory disease"). In october 2017, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced rash ("rashes"), nausea ("nausea"), dyspareunia ("painful intercourse female"), urticaria ("hives"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("left lower quadrant abdominal pain"). The patient was treated with antibiotics, ceftriaxone sodium (rocephin), diphenhydramine hydrochloride, doxycycline hyclate, metronidazole (flagyl), metronidazole (metrogel), surgery (endometrial ablation in 2014 and laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016) and extraction. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, colitis ulcerative, bacterial vulvovaginitis, nausea, dyspareunia, urticaria, dysmenorrhoea, vaginal discharge, tooth disorder, abdominal pain lower, hypersensitivity and autoinflammatory disease outcome was unknown and the vaginal haemorrhage, rash, menorrhagia and cystitis had resolved. The reporter provided no causality assessment for bacterial vulvovaginitis and vaginal haemorrhage with essure. The reporter considered abdominal pain lower, autoinflammatory disease, colitis ulcerative, cystitis, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, nausea, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, urticaria and vaginal discharge to be related to essure. The reporter commented: she had a serious injury (medically important, hospitalization and disability/permanent damage) but did not specify it to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in august 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain and dysmenorrhea quality-safety evaluation of ptc: ptc global number: 2016-017470. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 20-dec-2018: plaintiff fact sheet received. New event was added- abdominal pain lower, allergic or hypersensitivity reaction and autoimmune inflammatory disease. Reporter information was added. Concomitant condition was added. Treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On (B)(6) 2014, the patient started essure. In 2014, the patient experienced vaginal haemorrhage (seriousness criteria hospitalization, disability and clinically significant/intervention required), vaginitis bacterial ("recurrent vaginal bacterial infection") and abdominal pain ("left side abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), rash ("rashes"), nausea ("nausea") and dyspareunia ("painful intercourse female"). The patient was treated with antibiotics, metronidazole (flagyl), laparoscopic hysterectomy and bilateral salpingectomy and endometrial ablation. Essure was withdrawn. At the time of the report, the pelvic pain, vaginal haemorrhage, vaginitis bacterial, abdominal pain, rash and nausea outcome was unknown and the dyspareunia outcome was unknown. The reporter considered pelvic pain, abdominal pain, rash, nausea and dyspareunia to be related to essure. The reporter provided no causality assessment for vaginal haemorrhage and vaginitis bacterial with essure. The reporter commented: she had a serious injury (medically important, hospitalization and disability/permanent damage) but did not specify it to one of the events. Most recent follow-up information incorporated above includes: on 17-feb-2017: legal claim - legal case, new reporters, essure indication, new adverse events, non-drug treatment, and essure stop date. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and uncontrolled and irregular vaginal bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 2 years after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy, bilateral salpingectomy, and endometrial ablation). Other nonserious events were reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.